Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was safety shield failure in one tube. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details the needle safety device fell off the needle while performing a venipuncture on an outpatient. Needle was discarded in the sharps container after completion of venipuncture without the safety device engaged. No injury occurred. Sm 368607_3131105 safety shield fell off.

Manufacturer narrative:
H.6 investigation summary material #: 368607 lot/batch #: 3131105. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was safety shield failure in one tube. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details the needle safety device fell off the needle while performing a venipuncture on an outpatient. Needle was discarded in the sharps container after completion of venipuncture without the safety device engaged. No injury occurred. Sm 368607_3131105 safety shield fell off.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.